Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.3 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 2 ml (+/-10%). A calibrated tubing set was used for testing per the device release specifications. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver an unspecified IV fluid and the delivery was started. No specific programming parameters were provided. The customer contact reported that at the start of the delivery, it was noted that the pump display was incrementing; however, no fluid was being delivered. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.